Event description:
Sorin group USA received a report of blood leaking from a split in the sucker line tubing. Blood loss was 100-200 mls. No blood products were given and no medical intervention was required as a direct result of the blood leak. There were no pt complications.

Manufacturer narrative:
Sorin group USA received a report of blood leaking from a split in the sucker line tubing. Blood loss was 100-200 mls. No blood products were given and no medical intervention was required as a direct result of the blood leak. There were no pt complications. The product was returned to sorin group USA for eval. Sorin group is conducting an investigation. A f/u report will be filed when the investigation is complete.